Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge mr balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient injury was reported.